Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07640. It was reported that vessel dissection occurred. Patient presented with chest pain. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified 18mmx4.00mm left main (lm) to proximal left anterior descending (lad) and 30mmx2.75mm mid to distal lad arteries. The lesion contained >45 and <90 degrees bend. After a guide wire crossed the lesion, pre-dilation was performed using a 2.00x8mm balloon catheter, leaving 60% residual stenosis in the lesion. A 3.5x20mm promus element plus drug-eluting stent was advanced and deployed to treat the lesion. However, after deployment, a distal edge dissection was noted. A 3.00x28mm promus element plus drug-eluting stent was then used to cover the dissection. But following deployment, there was another distal edge dissection, and a 2.50x32 promus element plus drug-eluting stent was used to cover the dissection. Post-dilation with a 3.50*12mm balloon catheter was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable.